Event description:
Customer reported experiencing a malfunction with the pump but managed to reset it independently, allowing insulin delivery to resume. As confirmed, there was no adverse impact on the customer's blood glucose level, and it did not rise above 500 mg/dl. Despite the customer's report, a log search conducted by technical support did not reveal any record of the malfunction event.